Event description:
Livanova (B)(4) received report that bacterium cupriavidus pauculus was discovered years ago in the patient and heater-cooler system 3t at (B)(6) medical center. No additional specific information was provided. The date of event is unknown as well as device serial number used during surgery.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Further information have been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device unknown.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that this adverse event never occurred. Thus, the complaint associated to this event will be voided.

Event description:
See initial report.